Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a laparoscopic right inguinal hernia. It was reported that after the implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery and recurrence repair.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was right inguinal hernia. The procedure performed was a laparoscopic repair of right inguinal hernia. The patient has had a surgical revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a right inguinal hernia. It was reported that after the implant, the patient experienced recurrence, external oblique fascia had not been closed, and bladder densely adhered to cord. Post-operative patient treatment included revision surgery, reduction of bladder into the preperitoneal space, and recurrence repair.